Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that during patient use the ventilator alarmed high peak inspiratory pressure (pip), high rate, low exhaled volume (ve), and transducer fault. The events log also included transducer fault. There was no patient harm.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed; the reported issue was confirmed and duplicated in a laboratory setting. The exhalation differential pressure transducer (pt 802) is not calibrating at 3 cmh20. This issue will be internally investigated within vyaire.